Event description:
A hemodialysis user facility has reported that near the end of treatment the pt began itching and was administered benadryl. Reportedly, the itching resolved and the pt left the facility in stable condition. The physician could find no reason for this and would like the dialyzer to be evaluated. The facility was contacted for further info regarding this event. In speaking with the rn, it has been learned that the pt has been receiving dialysis with use of this dialyzer since (B)(6) 2008 and believes this to be an isolated incident. Currently, this pt continues to receive her dialysis with use of this device without further incidence. The facility has reported that they are not returning the dialyzer for an eval.